Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency and fecal incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient fell on (B)(6) 2018 and now felt that the wire may have come loose. It was also mentioned that they had diarrhea and leakage. It was recommended that they follow up with their healthcare provider. The next day it was stated that they had spoken with their healthcare provider about their device not working and their evaluation was currently on pause. No further patient complications are anticipated or expected as a result of this event.